Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to angular knob water tightness being decreased. The device evaluation found operation section had angle play. Insertion part curved tube had insufficient angle. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The connecting tube had a wrinkle. Connecting tube had discoloration. Connecting tube had a scratch. Plastic distal end cover had discoloration. Plastic distal end cover had a scratch. The adhesives around the light guide lens was peeled. The adhesives around the objective lens was peeled. The objective lens had a crack. The paint on the suction cylinder was peeled. The suction cylinder had corrosion. The protector on the control section side of the universal cord had a chip. The universal cord had a scratch. The image guide protector was damaged. The suction connector was dirty due to water leakage. Due to clogging of the nozzle, water removal ability did not meet the standard value. The adhesive on bending section cover had a crack. The adhesive on bending section cover had a chip. The bending section cover had discoloration. Due to damage, switch 2 did not work. Due to damage on the objective lens, the specified resolving power was not obtained. The adhesives around the light guide lens had a white clouded area. The air/water cylinder had corrosion. The control section had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the videoscope had bad angle. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects came out of the suction channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to correct information that was provided in the initial medwatch report, to provide additional information that was received from the user facility and to provide additional information based on the legal manufacturer's final investigation. Correction to information provided in g2 of the initial medwatch report: health professional was inadvertently selected. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 11dec2023. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. The customer aspirated water through the instrument/suction channel. The customer wiped/ brushed the instrument channel outlet with clean lint-free cloths, brushes, or sponges. The customer brushed the instrument channel, instrument channel port, and suction cylinder. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the foreign material found in the suction channel control section could not be identified. Hence, a definitive root cause of the foreign material remaining in the subject device could not be determined. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. - the instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.